Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump. It was reported the pump had no drug in it. The indication for use was non-malignant pain. It was reported that the patient experienced an infection in the pocket of the pump. No diagnostics or troubleshooting was done that the reporter was aware of. It was unknown if any environmental, external or patient factors may have led to or contributed to the issue. The pump and pump segment of the catheter were explanted due to infection. The issue was not resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.